Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used during a sphincterotomy procedure performed on (B)(6) 2024. It was reported that the jagtome wire snapped during the first activation of cautery function to perform sphincterotomy. No further event information was provided. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by medwatch report. The healthcare facility was not reported on the medwatch form and asked to remain confidential. Block g2: medwatch reference number: mw5154964 block h6: imdrf device code a0401 captures the reportable event of cutting wire break.